Manufacturer narrative:
Device evaluated by MFR: device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.00/2.0/092 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.